Event description:
Pt was implanted with an interstim therapy on (B)(6) 2013 to treat urinary retention. Pt feels the therapy is unsuccessful because she doesn't get the needed stimulation to urinate. In (B)(6) 2014, wall was built to help pt urinate but it doesn't work.